Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, before the stent was deployed, the stent came off the balloon. Another stent was advanced to deploy the dislodged stent and the procedure was completed. No patient complications were reported.